Manufacturer narrative:
Http://www.medscape.com/medline/abstract/19894041. Onyx will not be returned for evaluation as they were consumed in the events. Based on the reported information, there did not appear to have been any defect of the onyx during use. The events occurred in the patients post procedure and their causes were unknown. The lot history record review was not possible since the lot numbers were not reported. (B)(4).

Event description:
Citation: jason hector michael macdonald, et al. Endovascular treatment of cranial dural arteriovenous fistulae: a single-centre, 14-year experience and the impact of onyx on local practise. Neuroradiology (04 nov 2009). The following information was captured through a review of literature: 32 patients were male and 17 were female. The mean age at embolisation was 62.9 years with a range of 34-82 years. 27 procedures used transarterial onyx, and of these, two patients had supplementary transarterial treatment with n-butyl cyanoacrylate (nbca) glue. Successful ligation in 18 cases and a further case required supplementary, post-operative embolisation to achieve occlusion. Two of the four cavernous dural fistulae remained patent following attempted treatment due to failed access. Table 5 summary, indicates 4 technical failures, 6 failure to occlude and 9 surgery. One patient was found to have asymptomatic femoral arteriovenous fistula when attending for follow-up angiography. This was treated surgically without incident. Another patient who had a failed embolisation of their fistula was subsequently treated surgically and underwent follow-up angiography which was complicated by a middle cerebral artery territory infarct.